Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated that the insulin pump turned off without warning. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.